Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that prior to device explant procedure, high, out of range impedance was noted on the right atrial lead. A venogram was performed revealing occlusion of the right subclavian vein at the clavicle area near the chronic leads. The physician connected the lead to the new device and programmed the lead off. The patient was stable before, during and after the procedure.